Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine device upgrade procedure, the pace/sense portion of this right ventricular (rv) lead was surgically abandoned and replaced due to poor sensing and threshold measurements. The shock portion of the lead remains implanted and in service. No adverse patient effects were reported.